Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was separated outside the body near the exit port. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the malfunction occurred during preparation. The device was removed normally, and no intervention was required.

Manufacturer narrative:
The opticross hd imaging catheter was returned for analysis. Microscopic inspection revealed the guidewire exit port was deformed, but the tip was in good condition. The reported catheter damaged/defective was confirmed due to the guide wire exit port damage found. A damaged exit port occurs due to friction between the edges of the exit port and the guidewire, this friction could be encountered during the advancement of the device, since the anatomy characteristics and the maneuvers by user could lead to an excessive friction that deforms the material. Since no deviations were found in the device history record review, it is most probable that the issue occurred during procedure, thus, adverse event related to procedure is the assigned cause for the deformed exit port.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was separated outside the body near the exit port. The procedure was completed with another of the same device. No patient complications were reported.